Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was kinked/buckled. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the competitor guidewire tip was damaged inside the lead's distal end. Therefore, the guidewire became stuck in lead and unable to withdraw.

Event description:
It was reported that during the implant attempt, the guidewire became stuck inside the lead. The physician was unable to remove the wire. The lead was not used and new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.